Event description:
It was reported that during pre-cardiopulmonary bypass (cpb) procedure, the roller pump would not occlude 1/4" tubing. (MDR# 1828100-2012-01368). The perfusionist attempted to use the "sucker" roller pump but it was not able to aspirate the blood from the surgical field. The perfusionist gradually increased occlusion on the roller pump but was unsuccessfully at aspirating the blood from the field. The perfusionist moved the tubing to an adjacent pump and was unable to set occlusion to adequately provide aspiration. A pump jam/stop occurred (MDR#1828100-2012-01369) and the tubing was moved to another adjacent pump and was still unable to provide adequate aspiration (MDR#1828100-2012-01370). The entire system and 1/4" tube pack was changed out. There was a delay of approx twenty mins. The pt was weaned from cpb without issue. The surgical procedure was completed successfully with no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
This event is related to medwatch 1828100-2012-01368 and 1828100-2012-01370. The user facility reported to the field svc rep that their internal investigation of the incident had shown the per diem perfusionist operating the system during the case had inadvertently turned the occlusion knobs on all three 6" roller heads the wrong direction to the fully open position. During further user facility testing, the roller pumps were fully functional. It was reported the user facility cardiovascular surgeon and risk mgmt staff agreed to return the system to clinical use. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.